Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. All functionality tests passed which indicates that the electronics of the sensor are within manufacturing testing parameters. No malfunction or product deficiency was identified. Since all tests passed sensors functioning as intended, therefore issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. This serves as a correction report. Section h10 (additional mfg narrative) & d9 (date returned to mfg) were incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a notification from us food and drug administration consumer complaint coordinator which reported the following information: it was reported from a customer that the adc device had an unspecified error error message was reported with the adc device and customer was unable to obtain readings. Adc customer service made contact with the customer and no additional information was obtained. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a notification from us food and drug administration consumer complaint coordinator which reported the following information: it was reported from a customer that the adc device had an unspecified error error message was reported with the adc device and customer was unable to obtain readings. Adc customer service made contact with the customer and no additional information was obtained. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and simvivo test performed. All results were within specification. Additional visual inspection has been completed, and no issues were observed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Therefore, the issue is not confirmed. The customer report six issues, this report covers one of the six issues reported. All pertinent information available to abbott diabetes care has been submitted.